Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that while attempting to program this device into MRI mode, noise was observed on the ventricular channel. Technical services (ts) noted that the system is not MRI conditional due to being a mixed system thus physician discretion to perform MRI. No adverse patient effects were reported. The device remains implanted and in service. Additional information received indicates that this device detected an abrupt change in impedance measurements due to a compromised competitor lead. New information received indicates that two years later the device was explanted for normal battery depletion and returned for evaluation.